Manufacturer narrative:
The device investigation has been completed on 29-dec-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU)s are instructions that provide detailed guidance on how to safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was received on 16-jan-2026. It was reported that the adverse event occurred on 25-nov-2025. Therefore, section b3. Date of event has been populated. The patient required extended hospitalization because of neurological clinic and computed tomography (CT). The patient fully recovered (no residual effects). The procedural activated clotting time (act) during procedure was greater than 350 seconds. The sheath and the catheters were not exchanged. One transseptal puncture site was performed during the procedure. The energy used to perform the ablations was pulsed field (pf). The patient¿s age, weight, ethnicity, and race were provided. Therefore, the patient information section was populated. The concomitant product section was updated as generator information was provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that four days after an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a varipulse¿ bi-directional catheter, the patient experienced minor stroke with hemiparesis and speech disorders. The patient came to the clinic four days after the ablation procedure with varipulse¿ catheter because they could no longer move their left arm and was experiencing speech difficulties. The symptoms had already begun to subside at the neurological clinic. A magnetic resonance imaging (MRI) was performed, which revealed minor strokes. The physician does not believe that this is directly related to the procedure, as it did not occur during or immediately after the procedure. The activated clotting time (act) was repeated during the procedure and was within the target range each time. The patient did not experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient did not require revision surgery or hardware removal. There were no patient status/ outcome / consequences. The clinical outcome experienced by the patient was hemiparesis and speech disorders. No medical intervention was required. The patient was re-hospitalized upon admission.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).